Event description:
It was reported that during a meniscus repair surgery, a fast fix's t2 implant could not be deployed, t1 was removed with tweezers from the patient. Surgery was resumed without any delay, with a back-up device. No further complications were reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
H3, h6: the reported device was received for evaluation. There was a relationship found between the device and the reported event. A visual evaluation of the device showed that it was returned in the original box with the batch number of the complaint on the label. The t1 is off the needle. The t2 is still in place. The actuator is stuck at the tip of the needle. The needle is bent. A functional evaluation of the device shows that the actuator is stuck at the end of the needle due to the needle being bent. An evaluation of the image shows the device on the s+n box with the batch number of the complaint on the label. The t1 is off of the needle. The t2 is still in place. The actuator is sitting almost to the tip of the needle. The needle is bent. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The complaint was confirmed and the root cause was associated with unintended use of the device. Factors that may have contributed to the reported event include inadvertently bending of the needle. No containment or corrective actions are recommended at this time.